Event description:
It was reported that the left side of the bottom of the display on the external pulse generator (epg) was not working. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification. It was also noted that the upper case, lower case, and side bail covers were broken, and the ring was bent. (B)(4).